Event description:
It was reported that during a "proctectomy" and low anterior resection procedure, the device did not fire any staples. The colon/rectum was transected and once the device was released the rectum was open and bleeding. The operating room time was extended by 3.5-4.0 hours in order to hand sew the anastomosis. The pt received several units of blood, however the pt had already begun to receive some units of blood prior to the device malfunctioning.